Event description:
It was reported that during a exploratory procedure the device was leaking pneumo through the seal. Once a device was inserted the leak would stop. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event.

Event description:
The pt experienced a loss of therapeutic effect on left side of body (right device). The impedance measurements were greater than 2,000 ohms on all of the unipolar pairs. Further info has been requested.